Manufacturer narrative:
H6: the navio anspach drill, part number 101209, serial number (B)(6), used in treatment, was returned for evaluation. A relationship between the reported event and the device was confirmed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill began to smoke and overheat during the evaluation. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Additional information: d8/d9.

Event description:
It was reported that during femur cut stage in a navio procedure, it was found that there were fumes coming from the anspach drill. The case was continued with the same drill using the same technique without any delay. After the case was done the drill was tested with a known good long attachment, and still there were fumes from the drill. No other complications were reported.